Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified anatomy resulted in compromising the balloon material thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous de novo proximal right coronary artery that was 75% stenosed. The 4.0x15mm nc trek balloon dilatation catheter met resistance with the lesion during advancement. During inflation, the balloon ruptured around 15 a.m. Since the lesion was not dilated enough, the procedure was completed with balloon angioplasty only. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.